Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: kit svc bi71000483 o1000 x-stage cover. A medtronic representative went to the site to perform a system checkout. The x-stage cover was replaced. (B)(4) are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system having issues docking. This was noticed outside of a case. There was no patient involved.